Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio-control observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported problem could not be determined.

Event description:
It was reported that the device intermittently failed to detect a female pt connection and alerted "connect electrodes." The pt had reportedly been found lying in the snow. The pt collapse was not witnessed and her downtime was not known. It was reported that the quik-combo electrodes would not stay in the connector of the device and had to be held in securely by a crew member to detect the pt. Two ECG analysis of the pt were obtained and both indicated "no shock advised." After approx. Twelve (12) minutes, a medic unit arrived and took over care of the pt. The pt was pronounced deceased upon arrival at the hosp. The electrodes were not available for eval. A clinical specialist review of the reported event determined that the device use did not contribute to the outcome of the pt.